Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas announced meals incorrectly, including announcing a usual meal to treat elevated blood glucose and sometimes delaying meal announcements by about 30 minutes, which led to elevated glucose readings up to the 380s mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included user education and troubleshooting on proper meal announcement and correction practices, without emergency care or hospitalization. Investigation included review of use patterns and user communication focused on meal announcement behavior and algorithm performance. Investigation of this case revealed improper use related to meal announcement timing and using meal entries as corrections, which can disrupt insulin dosing algorithms; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and adherence.